Event description:
The customer reported that the device failed to charge and shock while performing an op check.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to charge and shock while performing an op check. The device was evaluated at philips. The therapy pca failed auto test and run time for charge and shock as seen in the dump log. Replacement of the therapy pca resolved the symptom. The device passed all testing and was returned to service.